Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements. In addition, noise could be reproduced on the shock channel through shoulder manipulation. A guidant technical services (ts) consultant discussed the likelihood of a loose setscrew as the source for the observation, and recommended evaluation. To date, there have been no reported patient symptoms associated with this clinical observation.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements. In addition, noise could be reproduced on the shock channel through shoulder manipulation. A guidant technical services (ts) consultant discussed the likelihood of a loose setscrew as the source for the observation, and recommended evaluation. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
The pocket was opened, and the terminal pin of the distal shocking coil was observed to not be fully inserted into the header. The terminal pin was correctly inserted into the device, and subsequent manipulation failed to reproduce the noise. To date, the available information indicates that this lead remains in service without additional complication. Should any additional information related to this event become available, this event will be updated. Approximately 68 months later, this device was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another ICD. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.